Manufacturer narrative:
Summary of evaluation: the acetabular liner can not be evaluated for the reported disassociation from the cup, as it has not been returned to howmedica.

Event description:
The acetabular liner disassociated from the shell and was revised. The femoral head component was also revised at this time.